Event description:
It was reported that vns study patient injured herself near her generator site. The patient subsequently developed a hematoma and began experiencing swelling and pain. As result, the patient¿s device was disabled. The events were attributed to the implant of the device. Attempts for additional relevant information have been unsuccessful to date.